Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pump did not alarm when the tubing was clamped distal to the pump. During testing at the user facility, the pump did not alarm when the tubing was clamped distal to the pump. There were no reports to any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.